Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. The patient did not set their ipg to surgery mode. Surgical intervention was undertaken and the ipg was explanted and replaced.